Event description:
The customer reported to customer service that her breast pump had low suction and she developed mastitis.

Manufacturer narrative:
The customer was sent a replacement pump. In f/u with the customer, she indicated that her breast pump developed low suction about a week before she got mastitis. Customer stated that the mastitis began on (B)(6) 2012 and was diagnosed by a healthcare provider. Customer was given keflex to treat the mastitis. The customer indicated the mastitis issue was resolved. At the time of the call the customer had not received the replacement pump. Customer indicated she would return the original pump, but was not reached again to check on the status of returning the pump. As of the date of this report, the pump was not received. A medela clinician spoke to the customer who confirmed that her issues were resolved with the use of a symphony pump she was renting, and the replacement freestyle. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.